Manufacturer narrative:
(B)(4). After the evaluation was seen that the brand name was incorrectly filled. This follow up corrects that information.

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site #12 of the patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site #12 of the patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site #12 of the patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site #12 of the patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.